Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix was retracted and clogged with blood/ tissue. The steroid plug was not in the inner diameter of the helix. Instead, the steroid plug was returned separately inside a small jar. The reported ¿tiny white cylinder¿ that came out of the helix was verified to be the steroid plug. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
During attempted implant, foreign material was observed in the helix of the right ventricular (rv) lead. A different lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.